Manufacturer narrative:
A ge service representative performed an investigation. The s-ram was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.